Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional tests which includes the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The unit functioned properly. The following physical damage was also noted: cracked casing on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that her son was hospitalized for a blood glucose exceeding 600 mg/dl. She stated that he passed out while driving and had an accident. The customer was found unresponsive. He was not on his insulin pump at the time of hospitalized; the pump fell and broke approximately 24 hours before the hospitalization. As a result of the drop the pump was cracked in multiple places. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.